Manufacturer narrative:
Ptc investigation result was received on 23-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Follow-up received on 30-dec-2015. Follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 07-jan-2016: consumer reported that 15 months after essure ((B)(6) 2014), she got pregnant. According to her, she had the hysterosalpingogram (hsg) test done 8 months before she got pregnant ((B)(6) 2013) and it was told she was blocked and could no longer get pregnant. When she got pregnant her gynecologist office laughed at her on the phone and told her she was crazy and she could not be pregnant. Consumer started miscarrying and continued to miscarry for a month. She ended up in the intensive care unit with blood clots in both lungs and states that she almost died. She had her tubes and essure removed and informed that her left essure had migrated, which allowed her to become pregnant. She also found out that essure was made out of nickel which she is highly allergic to and had pet fibers to induce inflammation. Additionally, consumer informed that she breastfed her son the entire time and he constantly had rashes, ear infections and he had to have dental surgery just like she did (child case number (B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a consumer who had essure (fallopian tube occlusion insert) inserted. She did a home pregnancy test in (B)(6) 2014 and it was positive, then she miscarried and was very anemic from bleeding. She almost died from multiple blood clots in both lungs. She had pain and a bilateral salpingectomy with essure removal was performed. She felt almost normal for a few months until all symptoms came back and she started passing fragments (seen as device breakage). Additionally, she believed she had nickel poisoning from essure. Only the reported events did a home pregnancy test in (B)(6) 2014 and it was positive and pain are listed for essure in the reference safety information. Device breakage was considered anticipated according to product technical analysis. In this case, pregnancy was diagnosed about 1 year and 4 months after essure insertion and consumer miscarried before first doctor's appointment. Given a compatible temporal relationship between pregnancy and suspect insert, causality cannot be excluded. Although gestational age was not provided, based on the information received, the miscarriage could have occurred in the first trimester. Therefore, its causal relation with suspect insert can be excluded. Considering the nature of the event pain and passing fragments and the compatible temporal relationship, the causal relationship with essure cannot be excluded. For nickel poisoning, the essure insert consists of a nickel-titanium alloy. It is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. With regards to the event multiple blood clots in both lungs and the event anemic, a causal relationship can be excluded based on their nature. This case is regarded as incident since a device removal was required. Other non-serious events were reported. Based on the available information, there is no relationship between the reported events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 10-oct-2014 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. She was experiencing problems since a month after essure inserted: severe joint pains, muscle spasms all over body, she can hardly hold fork, severe back pain, strong metal taste in mouth, bloating that looks like she was 5 to 6 months pregnant. She did a home pregnancy test in (B)(6) 2014 and it was positive but she miscarried before first doctor's appointment. She has been placed several anti-inflammatories and been on pain meds for over a year now. She has been to the emergency room for the pain several times and they say it was due to inflammation. She has had several x-rays and a MRI and they cannot find anything. Her first gynecologic doctor said it was not related to essure but her new healthcare professional (hcp) said she thought it was related to essure. She never had these problems before essure inserted. Her hcp was researching ways to remove essure safely so as to not have to do a hysterectomy. She is scheduled to have essure removed surgically on (B)(6) 2014. Events were ongoing. No further information was provided. Follow-up received on 28-oct-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint (lack of efficacy). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy (pregnancy). A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information received on 28-jan-2015: consumer reported via social media that she was poisoned by essure and was breastfeeding; she did not know what it's done to her son. She listed the essure ingredients which she believed that poisoned her. Follow-up from 07-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 15-apr-2015 no new clinical information provided. Follow up information received on 07-may-2015: consumer stated via social media that essure poisoned her and she got pregnant. Follow up information received on 25-sep-2015 (upgraded to incident): consumer was para 3. She stated "so much for a non-surgical procedure and no side-effects. Yes, she had cysts on her ovary and tubes. Additionally, the consumer sent pictures showing a surgical procedure. Follow up information received on 30-sep-2015: upon internal review, the case 2014-158514 was identified as a duplicate from this case. Case (B)(4) was deleted from bayer database and information transferred to this case. Follow-up from consumer on 25-sep-2015, via social media: she mentioned she almost died before she got any help to get essure removed. Follow up information received on 27-sep-2015: the consumer stated via social media that she did not know the long term effects on her son because she was breastfeeding while had essure. She also reported that her physician believe that essure was the cause of both, her and her sons health problems. She stated that she had a mammogram done at age (B)(6) because essure had poisoned her entire body. Follow up information received on 30-sep-2015: the consumer stated via social media that she needed a bilateral salpingectomy and a photo of her fallopian tubes was posted. Follow up information received on 05-oct-2015: consumer reported that she got pregnant 15 months after essure, implying (B)(6) 2014. She stated she was left with permanent nerve damage, angina, dental reconstruction and neuro issues from nickel poisoning from essure. Additionally, she mentioned 5 abdominal surgeries with one of those being an ectopic pregnancy in which her tube was saved (please refer to case -(B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. She did a home pregnancy test in (B)(6) 2014 and it was positive, then she miscarried. She had pain and a bilateral salpingectomy with essure removal was performed. Additionally, she believed she had nickel poisoning from essure. Only miscarried and nickel poisoning are unlisted for essure in the reference safety information. In this case, pregnancy was diagnosed about 1 year and 4 months after essure insertion and consumer miscarried before first doctor's appointment. Given a compatible temporal relationship between pregnancy and suspect insert, causality cannot be excluded. Although gestational age was not provided, based on the information received, the miscarriage could have occurred in the first trimester. Therefore, its causal relation with suspect insert can be excluded. Considering the nature of the event pain and the compatible temporal relationship, the causal relationship with essure cannot be excluded. For nickel poisoning, the essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. This case is regarded as incident since a device removal was required. Other non-serious events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up information received on 25-oct-2015 and 27-oct-2015 from consumer. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-1763). She stated that the pain was so excruciating that she was dizzy and throwing up. In (B)(6) 2014, she almost died from multiple blood clots in both lungs. She was very anemic from bleeding for a month straight because she was miscarrying. She spent 6 days in the hospital. She had the required hsg test and was told she could rely on essure. The essure in her left tube migrated towards ovary. She suffered from rashes, hair loss, bloating, weight gain, extreme joint pain and swelling, pelvic pain and burning, tingling and numbness on my left side, swollen lymph nodes, bleeding 15-18 days a month, blood clots, decaying teeth, painful intercourse, bleeding after intercourse, extreme lower back pain, brain fog, heart issues (angina) and permanent nerve damage. In (B)(6) 2014, she had surgery to remove tubes and essure. She felt almost normal for a few months until all symptoms came back and she started passing fragments because the surgeon apparently did not know the correct way to remove essure. She stated that the worst part was essure also harmed her son: his teeth also started to decay because she breastfed him the entire time she had essure. Her son experienced constant ear infections and unexplained rashes. She knew she was allergic to nickel but was never informed. She also reported that essure messed up her entire hormone and endocrine system up; not mention the nerve damage from nickel poisoning. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. She did a home pregnancy test in (B)(6) 2014 and it was positive, then she miscarried and was very anemic from bleeding. She almost died from multiple blood clots in both lungs. She had pain and a bilateral salpingectomy with essure removal was performed. She felt almost normal for a few months until all symptoms came back and she started passing fragments (seen as device breakage) because the surgeon apparently did not know the correct way to remove essure. Additionally, she believed she had nickel poisoning from essure. Only the reported events did a home pregnancy test in (B)(6) 2014 and it was positive and pain are listed for essure in the reference safety information. In this case, pregnancy was diagnosed about 1 year and 4 months after essure insertion and consumer miscarried before first doctor's appointment. Given a compatible temporal relationship between pregnancy and suspect insert, causality cannot be excluded. Although gestational age was not provided, based on the information received, the miscarriage could have occurred in the first trimester. Therefore, its causal relation with suspect insert can be excluded. Considering the nature of the event pain and passing fragments and the compatible temporal relationship, the causal relationship with essure cannot be excluded. For nickel poisoning, the essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. With regards to the event multiple blood clots in both lungs and the event anemic, a causal relationship can be excluded based on their nature. This case is regarded as incident since a device removal was required. Other non-serious events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit.